Manufacturer narrative:
H6; code 400: damaged firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechansim are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously imrprove co's products.

Event description:
During an l a v h, the instrument did not work properly. No consequence to the pt. Clinical follow up" 1/24/97 0950 left message and 800# for md to call back. 1/027/97 nncl sent.